Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose (bg) level was as high as 400 mg/dl. The bg level was addressed with a manual injection. The user's bg level was not impacted at the time of the report. Reportedly, the user would continue to use the pump until replacement pump is received.